Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: the keypad was found to be cut and punctured at the ok button; no peeling was observed to the keypad. During testing, all of the keypad buttons responded intermittently. The keypad was removed and evidence of contamination was observed under all of the button contacts. The ok button has contact was found to be inverted. Unrelated to the complaint, investigation revealed a dim, pink display and cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.